Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a healthcare provider (hcp) regarding an implantable neurostimulator (ins). The reason for call was to have the controller and controller battery replaced. The caller indicated that the patient's controller is not charging up nicely and the controller is turning therapy off. The patient reports that sometimes they forget the controller needs to be charged and they don't notice until they are getting zapped (change in therapy reported in pe # 707841695). The caller could not clarify what was meant by the controller was not charging nicely. The patient wasn't able to provide any estimate of the time it takes to charge the controller, how often they charge the controller, or how long it takes the controller to deplete. The patient claimed that therapy turning off and the controller not charging were occurring since they were implanted. The caller indicated that they had the patient use the remote to connect to the ins prior to calling and the patient was operating the remote appropriately. The rep indicated that the diary showed that the ins was only on 26% of the time. The patient claimed that number was inaccurate. The caller reviewed the re port and it included the observation that ins date/time was changed and the usage information was inaccurate from oct 15-oct 26. The usage diary information showed that the ins was on 100% of the time from 11/17 to 11/12. The caller said that between 11/12 and 11/7, the ins usage dropped to 25%. The patient reported that the ins may deplete completely in some instanced. The rep indicated that the usage diary did not include any instances when the therapy turned off as a result of ins depletion. The caller then indicated that they could not provide any other details, needed to end the call, and requested the controller and controller battery be replaced. Technical services (tss) reviewed that the controller would not cause therapy to turn off automatically, the caller was reluctant during the call to do any troubleshooting. The issue was not resolved through troubleshooting. Technical services (tss) placed a request to send a new controller and controller battery.